Event description:
While drilling femoral tunnel during acl procedure, the smith and nephew drill bit broke. All the pieces were removed in their entirety. The area was visualized with arthroscope and debrided with arthroscopic shaver. All pieces sequestered for risk management. The doctor felt that x-ray was not indicated.